Event description:
A report was received stating that a "midas drill tip broke off in the femur during the procedure. Documented on x-ray. The surgeon made the decision to leave the tip in the femur." No additional information was available.

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No additional information was available on follow-up. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."